Event description:
It was reported that the patient occasionally experienced dizziness. The right atrial lead exhibited noise and oversensing. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received final analysis found that the proximal insulation was abraded from 19 cm to 19.5 cm from the connector pin. The exposed coil could have been in contact with the device can and may have caused the reported noise. Abrasions are indicative of exposure to constant friction with another device.